Event description:
It was reported by the health care professional (hcp) that a shocking sensation was felt by the patient this (B)(6). Patient was not near or exposed to electromagnetic interference (emi). The shock was around the patient's implantable neurostimulator (ins) pocket and the patient now had pain because of the shock unrelated to pain being covered by the stimulation system. Patient was not feeling stimulation at the moment of the report, and shocking had stopped. Patient was able to turn off stimulator when shocking reportedly happened. Telemetry was not possible with the 8840 programmer, recharger or patient programmer. Attempted the antenna locate (al) feature with no resolve or communication. The al feature was getting around 70. It was recommended to perform a physician mode recharge (pmr). Suspected device was in over discharge mode therefore the steps to get device out this mode were reviewed. Patient reported last stimulation felt was last wednesday, patient used device intermittently. Reason for shock and pain was unknown at the time of this report. Additional information was also reported (B)(6) 2012. Patient restated the complaint regarding the burning, electrical charge that left him in terrible pain. Patient stated he was in the emergency room (ER) two weeks ago due to this issue. Later hcp reported no obvious cause for the event; unable to interrogate due to discharge; and device not charging properly despite the pmr procedure. Hcp reported ins charging issue as "sudden shock, then stopped working". No hospitalization was required. Patient outcome reported as no injury. Hcp noted "it was very painful, the patient was afraid to start using the ins even in case of recovery or exchange of ins". A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 3778-60, serial# (B)(4) implanted: (B)(6) 2011, product type: lead. Product ID 37752, serial# (B)(4), product type: recharger. Product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).